Event description:
IV pump alarm was beeping and infusing rapidly with no message on the screen. After a couple of attempts to restart it by an educator pump started to function correctly. Pump was taken out of the room and it was reported to biomed.